Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the air-water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Previous investigations indicate that the use of products containing silicone can cause deposits of white foreign material. Silicone is, for example, included in simethicone, a defoaming agent, and lubricants, among others. If the customer used them, there was a risk that foreign material remained in the channel, even if reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water-soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.